Manufacturer narrative:
(B)(4). Additional information: cartridge. The analysis found that the ple60a device was received in good visual condition and with an ecr60d cartridge loaded on the device. The returned reload was noted to be fully fired and cartridge deck was noted to be damaged. Furthermore the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no unusual noises were heard during functional testing. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. Intra-operative photographs were received. Based on the photographic evidence of the subject ple60a the belief is that there was tissue milking that caused the staples to not form properly.

Event description:
It was reported that during a laparoscopic sleeve procedure, on the third firing of the device the staples did not form properly. A gold reload was being used. The surgeon reported that when he began to fire the stapler, it made a grinding sound. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: a picture will be sent back with the stapler to show what the staple line looked like.